Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set adhesive did not stick well to her skin, causing it to fall off with simple movements on (B)(6) 2026. No further information available.